Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 47 mg/dl at the time of incident and the other blood glucose value was 250 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. Customer has been experiencing low blood glucose event for 1 day. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer did not mention any symptoms related to low blood glucose event. Customer stated that the drive support cap was normal. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer was not alleging that the insulin pump was over delivering. The insulin pump will not be returned for analysis.